Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 840 ventilator generated a background check breath delivery unit (bdu) and extended self test (est) flow sensors cross check test diagnostic codes. The ventilator was not in use on a patient at the time of the reported event. The service personnel (sp) inspected the ventilator, confirmed the reported issue and replaced the analog interface (ai) printed circuit board assembly (pcba), the ventilator passed all testing per manufacture specification at the time of service. One ai pcba was returned to medtronic for further analysis. Visual inspection of the returned part showed no anomalies. The ai pcb was installed in a test ventilator and powered up. To the failure investigation test ventilator for analysis. The ventilator was powered up. Analysis observed the unit failed post (power on self test) with relevant diagnostic codes. The reported issue and the fault was isolated to component reference designator u31. Analysis also determined this failure if occurred during ventilation, the ventilator would generate a "vent inop" condition, leading to loss of ventilation while appropriate audio and visual alarms would annunciate. The cause of the event was isolated to a fault in the ai pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this 840 ventilator generated a background check breath delivery unit (bdu) and extended self test (est) flow sensors cross check test diagnostic codes. The ventilator was not in use on a patient at the time of the reported event.